Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) additional initial rep name & email: (B)(4). Occupation is biomed a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed fiber optic module error in the logs. Per biomed (B)(4), they do not want to repair this unit because they are standardizing to another iabp. If more information is received the record will be updated accordingly.

Event description:
N/a.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) prior to use had a fiber optics issue and the unit was alarming. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.